Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pn 32g 4mm 5b xtw easyflow la was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles are clogged and the black button locks and does not lower. Verbatim: the patient's daughter got in touch informing that "the needles are coming clogged", from the pouch with lot 9261681. She reported that "I press the black button to lower the liquid, but with some needles it locks and does not lower". She said that even when the liquid "does not come down", the black button touches the blue body of the pen. In addition, she said that "when it works, I see a drop of liquid on the tip of the needle." We did the dispensing test with the device (with a new needle), the first time the medicine was not ejected. In a second attempt, the medication was ejected from the device. We asked if the injection button was loose but the rapporteur said it was not. We request pictures of the pouche."

Event description:
It was reported that a pn 32g 4mm 5b xtw easyflow la was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles are clogged and the black button locks and does not lower. Verbatim: the patient's daughter got in touch informing that "the needles are coming clogged", from the pouch with lot 9261681. She reported that "I press the black button to lower the liquid, but with some needles it locks and does not lower". She said that even when the liquid "does not come down", the black button touches the blue body of the pen. In addition, she said that "when it works, I see a drop of liquid on the tip of the needle." We did the dispensing test with the device (with a new needle), the first time the medicine was not ejected. In a second attempt, the medication was ejected from the device. We asked if the injection button was loose but the rapporteur said it was not. We request pictures of the pouche."

Manufacturer narrative:
H6: investigation summary: customer returned an image of the back of the pouch of the 4mm, 32 gauge pen needles in question. No images of the pen needles were provided. Without directly testing the samples, we cannot determine any needle clog or operation problems. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.